Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary: ustomer returned a single syringe in a pouch labeled for 0.3ml, 30 gauge, 12.7mm syringes from lot 0111971. The syringe was returned intact. The sample received shield pull force testing. The pull force required to remove the needle shield was 2.61 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. This syringe tested within the required range and did not disassemble during testing. No defects or other damage observed. A review of the device history record was completed for batch# 0111971. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was unable to replicate or confirm the customer¿s indicated failure of needle hub separation. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that when needle shield was removed the needle hub separated into it. Verbatim: pet owner reported, when she removed needle shield, needle hub separated 1 syringe affected".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that when needle shield was removed the needle hub separated into it. Verbatim: pet owner reported, when she removed needle shield, needle hub separated 1 syringe affected"